Event description:
During tha surgery, the impactor bolt could not be detached from the cup after the cup setting. Unavoidably, the surgeon re-reamed the aceterblum and used the other cup.

Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection: a visual inspection was performed by a material analysis. Damage observed on threads of the impactor bolt consistent with crossthreading -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar relevant events for the reported lot conclusions: the event was confirmed. It has been confirmed that this event is within the scope of CAPA for exceeded complaint rate for da impactor bolt disassembling from cup. The CAPA investigtion concluded that root causes for this issue can be attributed to insufficient assembly instructions or to that the device is a fairly new product and the surgeon did not have previous practice on usage of the instrument.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During tha surgery, the impactor bolt could not be detached from the cup after the cup setting. Unavoidably, the surgeon re-reamed the acetabulum and used the other cup.